Event description:
It was reported that the pump alarmed for air-in-line, and the IV tubing was found to be broken. Although requested, there has been no impact to patient response or additional event information made available to date.

Manufacturer narrative:
The customer¿s report that the IV tubing was found to be broken(separated) was confirmed. The customer also reported that the pump alarmed for air-in-line could not be determined due to the separation. Visual inspection observed that the silicone segment was separated from the lower fitment at the pump segment. No crush marks were observed on the upper or lower fitment. Although the root cause of the separation was not definitively determined, at some point the set may have been pulled or stretched beyond the retention specification between the silicone segment and the set¿s lower fitment during use. Functional testing could not be performed for pump alarm issues due to the separation and obvious leaking that would occur. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Dimensional testing was performed and found to within the required specification(s). The customer¿s report the IV tubing was found to be broken(separated) was confirmed due to a separation at the lower fitment and silicone tubing. The root cause of the separation was not definitively determined. The customer also reported that the pump alarmed for air-in-line could not be determined due to the separation. The root cause was not identified.

Event description:
It was reported that the IV tubing set separated during an infusion of amiodarone 900mg/500ml. Although requested, additional information was not provided.

Manufacturer narrative:
Additional information added to: a1,a2.

Manufacturer narrative:
Concomitant medical products: 500ml baxter bag, lot: y307603, exp: aug20, 5% dextrose injection. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Patient's demographics requested, but was not provided.

Event description:
It was reported that the device alarmed for air-in-line and upon checking, it was found that the IV tubing set was broken.